Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. High and unstable thresholds, non capture and high impedance were noted on the right ventricular (rv) lead. A possible fracture of the rv lead was also noted. The lead was reprogrammed to unipolar configuration and then capped and replaced. No further patient complications have been reported as a result of this event.